Event description:
It was alleged that on two occasions a fluid leak was observed in the line to the pt. It was noted that the pts experienced elevated temperatures & increased white blood cell count. The pts were treated with antibiotic drugs. No pt consequence was reported.